Manufacturer narrative:
(B)(4) . The insulin pump was unable to perform the displacement test due to missing retainer and reservoir tube o-ring. The pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay, and minor scratched lcd window. The pump also had cracks on the case behind the pump at the battery compartment and battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the top of the device that holds the insulin broke. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.